Event description:
The customer tested his blood glucose on his breeze2 meter and received a reading of 300mg/dl. He re-tested on a different meter and received a reading between 100-120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided but meter information was given. Control solution was sent to the customer for further troubleshooting. No product is expected to be returned at this time.